Manufacturer narrative:
A philips field service engineer (fse) was dispatched and found a loudspeaker defective message on the device and there was no audible no sound. The cause of the reported problem was a speaker failure. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed.

Event description:
It was reported that the avalon fm30 fetal monitor had a defective loudspeaker message. There was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.